Event description:
During a rotator cuff repair, the area of implantation was cleaned with shaver. It was reported that the surgeon sutured the cuff arthroscopically with a size 5 fibre tape of arthrex; used scorpion with scorpion needle to do this. He used a footprint ultra anchor to secure the cuff and suture to the bone. He inserted the 3.8mm footprint awl to make the hole for the anchor to be seated. The surgeons threaded the suture through the eye of the footprint ultra anchor. He inserted the anchor through the 8.5mm threaded cannula in order to get his positioning right. The surgeon aligned the anchor with the hole made by the 3.8mm awl. The surgeon fully inserted anchor into hole and turned the knob 6 clicks clock wise and quarter turn back but the surgeon felt that it was not turning properly. When he pulled the anchor, it came out with the shaft. Anchor and suture was removed from joint with grasper. It was noticed that the inner screw shaft had bent. The surgeon opened another fibre tape with another footprint anchor using the same technique as previously mentioned and the new anchor seated perfectly in the bone.

Manufacturer narrative:
(B)(4). One device was returned for evaluation. The device was returned with the anchor and suture deployed. The suture remained inside the device inserter handle, and the anchor was returned in a separate bag. The anchor plug was not returned for evaluation. The device was visually evaluated and the inserter is observed to be severely bent. The device anchor was visually evaluated via 40x magnification via stereo microscope and no issues were identified other than a single bent tab. The device torque limiter knob was actuated and turned smoothly with no issues. The device shaft was measured and meets print specification. Review of the information provided by the complainant indicates that the site was prepared per the IFU with an awl. However, information was not provided regarding the insertion of the anchor at steps 9 through 12 per IFU. Therefore, not enough information is available to determine the root cause of the reported incident. The root cause of the incident is undetermined. (B)(4).